Event description:
The customer reported via phone call that she had an issue with her blood glucose fluctuating greatly in part due to stress and funerals, weddings, finals, etc. Customer has gone as high as in the 300's mg/dl and as low as 23 mg/dl at one point.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.